Event description:
According to the available information, a revision procedure is scheduled to reposition cylinder tips for imminent erosion. According to additional information received on 23-jun-2026: over the past 10 years, the patient's right distal corpora had become weakened laterally [erosion]. On (B)(6) 2026, the right tip was re-tunnelled medially and a keith needle was used to reintroduce the distal tip mid glans. The original device was kept insitu. There was no device malfunction.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.